Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified. A general regent issue was excluded.

Event description:
There was an allegation of questionable false-positive elecsys hbsag ii results from the cobas 8000 - cobas e 602 module. The customer alleged that most of the results were close to borderline (1.00 - 3.00 coi), but also with results > 10.00 coi. For one patient, the initial result was positive, but when tested at the local laboratory, the result was negative. No specific data was provided.